Event description:
Patient was standing in front of sink when his knees gave out. Patient's wife claimed that the patient fell under the walker and lacerated his leg on screws or other parts of walker. Walker was on top of him when paramedics came. Fall was not due to walker problem. Patient was on the ground about fifteen or twenty minutes before medics came and picked him up. Patient received 10 or 12 stitches in his leg, due to the laceration.

Manufacturer narrative:
The patient's fall was due to his condition and was not due to a problem with the walker. The patient's wife felt that the laceration was caused by one of the bolt heads on the inside of the walker, but neither the patient nor the patient's wife knew exactly where on the walker the patient lacerated himself. Walker was not returned because patient wanted to continue use. Essential medical supply has sold all walkers of the same design and specifications and this is the first report of this type of incident. This model of walker has always used plastic dust caps on the outside of the axle bolts to protect furniture and doors from being marred; however, the inside bolts have rounded edges designed to reduce any potential harm to the patient. It is our conclusion that the incident in question was not a result of a malfunction or design flaw. Report initiated following FDA audit.